Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A good faith effort attempts were completed to try and retrieve additional information, but further information was unable to be obtained. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, when a farawave catheter was inserted into a faradrive sheath inside the patient, continuous visible air bubbles were observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.